Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) exhibited atrial tachy response (atr) due to noise during implantation and cautery. Additionally, this crt-d recorded a signal artifact monitor (sam) episode due to no atrial lead implanted. It was noted the sam episode was recorded on the day this crt-d was implanted. This crt-d remains in service. No adverse patient effects were reported.